Event description:
A (B)(6) distributor contacted zoll customer support to report that an unk pt's electrode belt was displaying constant check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt failed the full belt test. The cause was a defective signal processor u713 on pca board sn (B)(4) inside the dn. The pad was lifted under component u713. The root cause of the lifted pad could not be positively determined. No adverse event resulted from the lifted pad. The pt received a replacement electrode belt.